Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the basic occlusion test and unable to prime during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage inside the force sensor resistor. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 247 mg/dl at the time of incident. The customer stated that he was trying to fill his reservoir and prime it when the pump alarmed compromised force sensor system. Troubleshooting was completed. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.